Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; catheter implanted on (B)(6) 2024. Patient goes for cht to hospital on (B)(6) 2024 where total catheter rupture occurs at 10cm, into 2 bodies. Proximal part of catheter is removed by hcp of PICC team while proximal part migrates into pulmonary artery. The patient undergoes hemodynamic intervention for catheter body retrieval. On passage of catheter from pulmonary artery to ventricle, patient stops and cardiac tamponade occurs. Resuscitated, patient is transferred to another hospital as she needs, for safety, a second operation in a facility where cardiac surgery is present. At the new facility, the patient, undergoes a second hemodynamic surgery where all the foreign body is recovered. Thereafter, the patient is admitted to the intensive care unit sedated and intubated while awaiting recovery and resolution of the complication. No other information was provided.